Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the touch screen of the programmer would not work with any stylus. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the touch screen would not work with a stylus. As a result the display circuit board was replaced and the stylus was calibrated. (B)(4).

Event description:
It was reported that the touch screen of the programmer would not work with any stylus. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.